Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's gas bench. Unit was safety tested to factory's specifications.

Event description:
Customer reported the gas module ii repeatedly displayed a "zeroing" message, which may have affected gas monitoring. No pt injury was reported.